Event description:
Customer reported device = 251 mg/dl. Customer's family member trasported pt to hosp. Hosp blod glucose reading = 59 mg/dl. Customer's family member does not remember what type of treatment was administered. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.